Event description:
The rep reported the device was used during laparoscopic cholecystectomy. It was reported the 355l the safety shield did not lock out during insertion. The case was completed using this trocar. There was no consequence to the pt.